Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that several months prior to the call, she had a blood glucose level around 350 or 400 mg/dl. Customer stated that since then, she has adjusted her settings and was not getting enough insulin. The insulin pump was not replaced or returned for analysis.